Manufacturer narrative:
(B)(4). Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The creatinine package insert and architect system operations manual were reviewed and they provide adequate information regarding how to obtain accurate and reproducible results. A search was performed for similar result related complaints but none were found with this deficiency identified. A review of trending for list number 3l81 over the last 12 months indicated no trends associated with the complaint issue. Based on the data available and the results of this investigation no product deficiency/ malfunction was identified for creatinine list number 3l81. The creatinine issue was previously reported under MDR number 1628664-2013-00122 under a different suspect device.

Event description:
The customer stated that the architect analyzer generated falsely decreased chloride and falsely increased creatinine results on a patient on (B)(6) 2013. The patient came from university hospital for a nephrology consultation. The original assessment from university hospital gave the following results: urea: 48.2 mmol/l, proteins: 53 g/l, na: 116 mmol/l, k+: 9.3 mmol/l, chloride:76 mmol/l, co2:17 mmol/l, creatinine: 1992 mol/l and ldh: 180 iu/l. The same sample was run on the architect analyzer and generated similar results at this facility. The patient was then transferred by emergency service to laval for dialysis. Upon arrival, the laval laboratory obtained a new sample from the patient and generated the following results on the cobas 6000: urea: 23.3 mmol/l, proteins: 75g/l, na: 130 mmol/l, k+: 5.2 mmol/l, chloride: 90 mmol/l; co2: 21.7 mmol/l, creatinine: 398 mol/l and ldh: 268 iu/l. There was no reported impact to patient management as dialysis was not performed. Additional patient information was not provided.